Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a false non-sustained ventricular tachycardia episode that reviled oversensing noise and high sensing integrity counter (sic). The lead was explanted and replaced. No patient complications have been reported as a result of this event.